Event description:
During a review of medical records from a previously reported event, it was discovered that the patient experienced pain from the right hip.

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #(0002249697-2014-00707).

Event description:
During a review of medical records from a previously reported event, it was discovered that the patient experienced pain from the right hip.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 44mm polyethylene insert - trident x3. Additional devices noted in this report are: unknown 54mm cluster acetabular shell - trident psl ha. Unknown 44mm v40 femoral head - lfit. Unknown #3 accolade tmzf hip stem. Unknown 6.5mm x 20mm cancellous bone screws - torx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that no further information would be made available.